Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During bipolar surgery, sliding of inner head and bipolar cup was not smooth. The surgeon used spare products.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax duration 26mm x 46mm was reported. The event was not confirmed. Method & results: device evaluation and results: consulted with the mar group who viewed the device under a microscope and they said there is no damage that would cause proper movement on the inner and outer parts of the device. The device was deemed to be conforming as the gauge moved freely within the centrax head. Medical records received and evaluation: not performed as no medical records were received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed as it was determined that the device was fully functional as per the functional test performed. No further investigation for this event is possible at this time. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
During bipolar surgery, sliding of inner head and bipolar cup was not smooth. The surgeon used spare products.